Event description:
During an endovascular abdominal aortic aneurysm treated procedure, a pinhole occurred in the equalizer occlusion balloon catheter. When the contrast dye was put in the balloon to dilate it, the balloon did not dilate. The procedure was completed successfully with no pt complications. Current pt status is reported as fine.